Event description:
It was reported that the insulin gauge was displaying an amount different than expected. The customer¿s blood glucose level was not adversely impacted. Technical support educated the caller on the cause of the variance in the fill estimate and explained that the fill estimate would count down normally once the insulin amount matched the static number. The caller understood and acknowledged the information provided.